Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd angiocath¿ cateter intravenoso periferico 24ga x 0.75¿ (latin america) experienced catheter damage/deformation and catheter splitting/cracking/sheared/frayed. The following information was provided by the initial reporter: when performing the venous puncture in the patients, it is observed the catheter ruptures.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd angiocath¿ catheter intravenoso periferico 24ga x 0.75¿ (latin america) experienced catheter damage/deformation and catheter splitting/cracking/sheared/frayed. The following information was provided by the initial reporter: when performing the venous puncture in the patients, it is observed the catheter ruptures.